Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation, the angio-seal device bypass tube was detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by half an hour of manual compression only. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices or equipment used with the reported product. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned device included the header, arteriotomy locator, hemostasis sheath and carrier tube assembly. The locking mechanism on the carrier tube assembly was set to forward lock position. Visual inspection of the carrier tube assembly was revealed that the bypass tube was located proximally next to the locking mechanism. The anchor was at the tip of the carrier tube assembly and the collagen was not released and appeared to be swollen. No other visual anomalies were observed. The bypass tube was attempted to be placed back over the anchor of the carrier tube assembly. Resistance was met that impeded the progress of the bypass tube. The od of the carrier tube assembly and the ID of the bypass tube were measured. The bypass tube ID was found to be 0.110" which is within specification of 0.109" +0.002/-0.003". The carrier tube od was found to be 0.102" which is within specification of 0.102" +/- 0.005". The complaint can be confirmed for a detached bypass tube. The exact root cause cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. The likely reason for this would be due to customer either manually moving the displaced tube or inserting the carrier tube into hemostasis sheath.